Event description:
It was reported that a malfunction alarm occurred. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions to reset pump, assisted customer with reset, confirmed that malfunction did not recur, advised customer to continue using pump, and instructed customer to call back if malfunction returned.